Manufacturer narrative:
The reported issue for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, tested to manufacturing specifications using the autotester, and passed all functional testing on autotester except the ucod test due to broken feed through wires in the header,which are consistent with damage caused during the explant procedure.

Manufacturer narrative:
Ipg was implanted in 2010. Exact implant date unknown. Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01846. It was reported that the patient¿s ipg was inoperable and the lead¿s contact plate came off. Additionally, due to patient¿s unrelated health condition the entire system was explanted on (B)(6) 2020 addressing the issue.